Manufacturer narrative:
A visual analysis was performed on the returned device. Stent break was not confirmed; however, stent deformation was noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. In this case, it could not be determined when the stent damage occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that that the 3.0x33mm xience proa stent delivery system was opened and observed to be fractured. A new xience xpedition was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.